Event description:
"Leaks oil and not working right" was stated on customer repair request. On f/u conversation with the hospital, they said that the malfunction was noticied during equipment set-up. Back up equipment was used for the case. No pt injury occurred.